Event description:
My wife had her hip replaced 5 years ago. From the get go, she has experienced continual falls. At first thinking that this was part of the healing process, however, it has continued and she has fallen as recently as a few days ago. Her surgeon said it was a textbook case and that everything would be fine. At first she was doing okay and without pain. A couple years after her hip replacement, she began to experience pain and discomfort in her hip and back area. She reported what she was experiencing to her general doctor to make a long story short, my wife is in a lot of pain now and it's not letting up. She has gone to doctors and all they do is prescribe her more pain medication. Since her hip replacement, she had to have her thyroid removed because of cancer. And we have been told the replaced hip might be the cause of the cancer. She also had a blood test done where it was discovered she had a high level of metal particles in her blood. It seems that there are issues arising all the time and we are left to deal with them on our own. I understand the hip my wife has is in the process of being recalled, but no one knows how long it'll take to get it recalled. In the mean time, I am asking that the depuy pinnacle metal to metal hip gets recalled as soon as possible. If you have any questions or want more info, you can contact me at (B)(6). I appreciate this forum where I can state my concerns. Thank you much and god bless you all.